Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The root cause for the degeneration, calcification, stenosis, and thrombus cannot be conclusively determined at this time. However, it is likely that patient related factors and progression of disease may have contributed to the event. If new information becomes available, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Edwards received information through its implant patient registry that a 33mm pericardial mitral valve, implanted eight (8) years, one (1) month, twenty eight (28) days, was explanted due to degeneration, calcification, stenosis, and thrombus. The explanted device was replaced with a 33mm pericardial mitral valve. Per the obtained medical records, this was a (B)(6) female patient who had a history of myxomatous valvular disease, remote endocarditis, mitral regurgitation, mitral valve repair and tricuspid valve repair with a 34mm annuloplasty ring. Follow-up echocardiogram demonstrated bioprosthetic degeneration with mitral stenosis and moderate tricuspid regurgitation. Replacement of bioprosthetic mitral valve and tricuspid valve repair redo were indicated. Per the obtained operative report, the mitral valve was exposed and it showed a deteriorated bioprosthesis that was stenotic. The valve was excised and a new 33mm pericardial mitral valve was implanted. A re-repair of the tricuspid valve was then successfully completed. Post-operative transesophageal echocardiogram (tee) showed a well-functioning bioprosthesis in the mitral position, trace aortic insufficiency, and trace tricuspid regurgitation. With these satisfactory findings, the surgery was completed. The patient tolerated the procedure well and was discharged on post-operative day 9 in stable condition. Per the pathology report, the mitral valve was noted to have, nodular calcific sclerosis with atheromatous plaque, organizing thrombus, and a foreign body reaction to refractive debris with adherent white-tan fibrotic material.